Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Device not evaluated by manufacturer.

Event description:
The customer contacted stryker to report their device advised shock but did not defibrillate as expected. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive. It is unknown if the device did or did not cause or contribute to this event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Device not evaluated by manufacturer.

Event description:
The customer contacted stryker to report their device advised shock but did not defibrillate as expected. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive. It is unknown if the device did or did not cause or contribute to this event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. A clinical review of the software logs was conducted and determined the device may have contributed to the adverse event due to a delay in defibrillation greater than 30 seconds.the cause of the reported issue could not be determined. H3 other text : device not returned to manufacturer,

Event description:
The customer contacted stryker to report their device advised shock but did not defibrillate as expected. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive. It is unknown if the device did or did not cause or contribute to this event.